Manufacturer narrative:
Other relevant device(s) are: product ID: 9 95cs21, serial/lot #: (B)(4), ubd: 11-jan-2021, UDI#: (B)(4), PMA/510(k) #: p970031 conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 25mm aortic bioprosthetic valve and this 21mm mitral bioprosthetic valve, the patient passed away due to unknown reasons.